Event description:
It was reported that the caller experienced a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a cartridge using the original one and was able to resume insulin therapy, resolving the issue.